Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a merlin.net transmission, the high voltage lead impedance was low. The patient completed another transmission and the high voltage lead impedance measurement was in range. The patient presented to a follow-up clinic visit and all measurements were in range. The patient will be monitored. New information received notes the lead was capped and replaced.